Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the medical judgment received, the surgery was a challenging case due to patient condition and the perceval valve was mispositioned twice. As reported, patient ultimately passed away in the or while competitor's valve was implanted in the patient. Based on the medical judgment received, the cause of the death was not valve failure but was most likely an ischemic problem. The ruptured chord of mitral valve that possibly occurred during CPR was also considered as possible root cause of the event. From the document review performed, no manufacturing deficiencies were noted. As such, the cause of the event cannot be traced to the device. In the information provided, it has been mentioned that the perceval valve has been re-collapsed and re-implanted. It should be noted that, as per perceval plus ifus, a removed perceval plus prosthesis must not be re-implanted, because its integrity is no longer ensured. As such, the decision to re-implant the perceval plus prosthesis was made off-label.

Event description:
Based on the information received, the patient was booked for surgery to have an aortic valve replacement and multiple bypass grafts (2 via saphenous vein and one from the lima). The bypasses were performed first. Reportedly, they were very challenging. Then, the diseased valve was debrided and removed in the usual fashion and sizing was performed. It was determined a medium perceval was the correct size. There was a lot of flooding of the heart from blood not captured by the lv vent, which added to the difficulty in replacing the aortic valve. The guiding sutures were placed, and the valve was deployed. Under inspection, they felt that they couldn't confirm that the valve was properly seated all the way down on the side of the left coronary and felt it is best to remove the valve and try for a second deployment. After the second attempt, it was determined that the valve was not properly seated on the non-coronary side. It was sitting too high. The perceval was removed, and an edwards stented device was implanted instead. The case continued with the patient coming off bypass "easily" without issue, however, patient was pacemaker dependent at the time (the patient had a pre-existing conduction anomality). Heparin was reversed. After some time, the patient's condition deteriorated severely. CPR was required and the patient was put back on bypass. An echo determined that there was a ventricular wall motion abnormality in the area that is supported by the right coronary. The right coronary was not initially bypassed during the first part of the procedure. The right coronary artery was then bypassed. The patient was weaned off bypass a second time in the or. At this time, patient was no longer pacemaker dependent. Reportedly, patient ultimately passed away in the or. Based on the medical judgement received, the death was not a result of valve failure but was most likely an ischemic problem. Surgeon was unsure that if a different valve was initially implanted, there would have been a different outcome. It was also determined by echo that the patient had a ruptured chord to the mitral valve. Reportedly, patient initially had mild mitral regurgitation which wasn't going to be addressed in the planned procedure. It was thought that the rupture could have been caused during the administering of CPR.